Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Subsequently, customer experienced a blood glucose (bg) level of 562 mg/dl and a high level of ketones. Bg was addressed via a manual injection. Customer reverted to manual injections for insulin therapy until a replacement device arrives.